Event description:
An overdose was reported. The health care provider reported that the patient had a "pump" adjustment today and since that time the patient has had increased drowsiness. The patient was given increased fluids but the symptoms continued. The patient was admitted to the emergency room (ER). The pump was used to deliver baclofen. Additional information has been requested; a follow-up report will be sent if information becomes available.

Manufacturer narrative:
(B)(4).

Manufacturer narrative:
Catheter model # 8598a, lot # 8598a, implanted: (B)(6) 2009, explanted: unknown; catheter model # 8709sc, lot # n178092006, implanted: (B)(6) 2008, explanted: unknown.